Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced the insert slide clamp alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician.  This is an ancillary service event. The device was visually inspected and functionally tested. The cause of the insert slide clamp alarm was determined to be an inoperative safety slide clamp assembly.  To correct the condition, the safety slide clamp assembly was replaced.  The device was serviced and restored to a good working condition.  Should additional relevant information become available, a supplemental report will be submitted.